Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiration date. Initial reporter state - (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a ureteral stent placement procedure in the ureter. The event date was not reported. According to the complainant, 3 months after placement of the tria ureteral stent, a planned stent replacement was performed. During the procedure, when the physician attempted to remove the stent, the physician experienced difficulty in removing the stent. The coil could not be deployed, key-like shape, in the renal side stent tip, and could not be removed. A guidewire was inserted from bladder side and carefully removed the stent in that coiled situation successfully. It was unknown if another stent was implanted after the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.